Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) appeared to inhibit pacing and exhibited intermittent right ventricular (rv) loss of capture (loc). The patient was pacemaker dependent. Boston scientific technical services (ts) discussed device operation. Ablation was completed successfully after 15 or more runs of ablation using temporary mode and increased output. No adverse patient effects were reported.